Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the backing of the insulin pump was becoming detached. Customer's blood glucose was 409 mg/dl at the time of incident. Customer treated their blood glucose with a bolus. The customer noted the damage three weeks ago when they were attempting to fill the reservoir. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and detached end cap. No damage on end cap sticker noted.